Event description:
It was reported that this right ventricular (rv) lead was revised due to a dislodgement presented. The lead remains in service. No additional information is available at the moment. No additional adverse patient effects were reported.